Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report a failed sensor about 45 minutes after the starting session. Upon removing the sensor, she noticed that the tip of the sensor appeared different, as if it were missing. Patient reported that the site appeared fine and normal. No medical intervention was required, and patient was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.